Event description:
Significant chemical odor from caps (18) 5 weeks post caps. Neck pain resulting in cardiac arrest. Neck swelling. Intubated and resuscitated. 2nd cardiac arrest resulted in death. Constant questions from dr regarding chemical exposure. (Pulmonologist on case).